Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01113 / 02492 / 02493). Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately seven years post-implantation due to allegations of pain. It was further reported by patient's legal counsel that corrosion of the taper and an adverse tissue reaction were noted during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.